Event description:
It was reported that the patient presented for a generator change. Prior to the procedure, it was noted that the right atrial exhibited noise over-sensing which resulted in inappropriate mode switch. Programming changes were made. The patient was stable.